Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/16/2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. It was reported that the sensors have not been stored according to manufacture recommendations. No additional event or patient information is available. The receiver data log was reviewed on 03/04/2017. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. Labeling indicates: do: store sensor between 36° f-77° f during its shelf life. Why: storing the sensor incorrectly might cause the sensor glucose readings to be inaccurate. Never store sensors in the freezer. Consequences: if stored outside of 36° f-77° f, your sensor glucose readings may not be accurate, resulting in you missing a severe low or high glucose event.